Manufacturer narrative:
Account stated that when they operate the trendelenberg the bed runs to the high position and then will stop. Technician suggested that the account adjust the trendelenberg engagement switch. No further information is available on the repair of this bed at this time.

Event description:
The account alleged that the trendelenberg function is not working on this bed. The account stated that there were no injuries.